Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('migartion of left coil out of the left tube with a smaller fragment still in the tube/larger fragment is trailing out of the tube while the smaller fragment is in the tube'), device dislocation ('migration/migration of the coil on the left/displaced essure coil in abdomen') and embedded device ('perforation/essure embedded within the omentum') in an adult female patient who had essure inserted. Other product or product use issues identified: device difficult to use "several attempts were made to place this coil,however there was bending noted of the coil" and medical device monitoring error "did have thermoablation at the same time as essure coil placement". The patient's medical history included dyspareunia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy and cornuectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation and embedded device outcome was unknown. The reporter considered device breakage, device dislocation and embedded device to be related to essure. The reporter commented: insertion details- left 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: final diagnosis: a: fallopian tube, right, salpingectomy. - fimbriated fallopian tube with no malignancy identified. - coiled metallic wire within proximal fallopian tube identified grossly b: fallopian tube, left, salpingectomy. - fimbriated fallopian tube with no malignancy identified. - coiled metallic wire involving proximal tubal serosa identified grossly c: essure medical device, removal. - metallic wire with adherent benign adipose and fibrovascular tissue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: mr received- new events did have thermoablation at the same time as essure coil placement, several attempts were made to place this coil,however there was bending noted of the coil, migartion of left coil out of the left tube with a smaller fragment still in the tube/larger fragment is trailing out of the tube while the smaller fragment is in the tube were added. Event perforation updated to embedded device. New reporter, patient information,medial history, lab data , insertion details were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation ') and device dislocation ('migration') in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.